Manufacturer narrative:
The insulin pump passed self-test and unexpected restart error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Unable to confirm motor error alarm and unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. The motor was tested outside of the device and passed. Pump received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was sticking out of the insulin pump. Caller stated that the right side had completely come off of the device during rewind and insulin was coming out very quickly. Blood glucose level at the time of the incident was not provided. The customer reported that a motor error alarm occurred several days before the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.